Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal fentanyl 270mcg/ml at 102.32mcg/day, hydromorphone 10mg/ml at 3.789mg/day, clonidine 0.8mg/ml at 0.303mg/day, and bupivacaine 3.36mg/ml at 1.2505mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that during a pump replacement the surgical nurse broke the collet of the connector of the revision kit and they had to use another revision kit. No other information was given regarding this event.